Event description:
Per the customer, during a mis procedure on the lower lumber region (l4-s1) the device show inaccuracies on the right side of the patient, particularly issues with depth. The surgeons had to correct 2 screws during the procedure. One screw was corrected using navigation, and the other using regular fluoroscopy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
Per the customer, during a mis procedure on the lower lumber region (l4-s1) the device show inaccuracies on the right side of the patient, particularly issues with depth. The surgeons had to correct 2 screws during the procedure. One screw was corrected using navigation, and the other using regular fluoroscopy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.